Event description:
The device was used to deliver defibrillator therapy to a pt two times in succession. With the next defibrillation attempt, it was alleged energy was not delivered to the pt. A backup device was made available and was used to continue pt treatment. The pt was defibrillated with the backup device. The pt was delivered to the hospital with a perfusing rhythm.

Manufacturer narrative:
Medtronic ers determined the defibrillator would not charge, due to a physically damaged therapy cable. The cable was replaced and proper operation then observed.